Manufacturer narrative:
Citation: khai doan nang transcranial doppler-guided resuscitation during transcatheter aortic valve replacement journal of cardiovascular emergencies 2018;4(1):41-46 doi: 10.2478/jce-2018-0002 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with medical history of hypertension, hyperlipidemia, coronary artery disease, myocardial infarction, diastolic heart failure, renal dysfunction, and intracranial hemorrhage who underwent implant of a 29- mm medtronic corevalve bioprosthesis. No serial number was provided. Valvuloplasty was performed before introducing the valve delivery system. The procedure was uneventful until the prosthetic valve approached the aortic arch and valve. Subsequently, circulatory collapse was reported and cardiopulmonary resuscitation (CPR) after removing the prosthetic valve was initialed. Via groin access, cardiopulmonary bypass (cpb) was installed. Electrocardiogram (ECG) and coronary angiography suggested intra-procedural acute inferior st-elevation myocardial infarction secondary to right coronary artery (rca) embolization. The occlusion in the rca was treated with non-medtronic stents. After removing cpb, the valve was successfully deployed. No additional adverse patient effects or product performance issues were reported.